Event description:
A patient underwent a port placement procedure using the powerport clearvue isp. Post procedure on (B)(6) 2026, extravasation was noted, and at least four separate linear tears were observed in the catheter. The catheter was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd